Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic protocol) on an outpatient basis. Per the nurse, the patient recovered from the event and is continuing treatment with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique (during the pd exchange).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of staphylococcus aureus which are bacterium normally found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic protocol) on an outpatient basis. Per the nurse, the patient recovered from the event and is continuing treatment with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique (during the pd exchange).